Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, it was reported that the right ventricular (rv) lead showed episodes of oversensing due to noise and high capture threshold. Additional information was requested but was not available. The rv lead was explanted and replaced in order to resolve the issue and the patient was in stable condition.